Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: patient presented with following pre-op diagnosis degenerative disc disease and foraminal stenosis with left l5 and left s1 radiculopathy. For which, patient underwent following procedures: pedicle screw fusion utilizing the frameless navigational system for preoperative planning and intraoperative insertion of the pedicle screws, l5-s1. Posterior lateral arthrodesis, l5-s1. Preparation of disc space, l5-s1, for posterior lumbar interbody fusion. Placement of interbody spacer, l5-s1, (8 x 26 mm). Left l5 and left s1 extensive foraminotomies and resection of scar tissue and removal of osteophytic spurring. Per op notes, the 8 mm interbody cage spacer of 26 mm in length was packed with bone morphogenic protein. Surgeon then proceeded to decorticate the region around the pedicle screws and the transverse processes and bone graft putty and bone morphogenic protein and locally harvested bone run through the bone mill, was placed out posterolaterally as well as 15 cc of cancellous bone chips. Patient tolerated the procedure well with no complications reported. On (B)(6) 2009: patient presented with following pre-op diagnosis: left s1 and l5 radiculopathy. For which, patient underwent following procedures: left l5 and left s1 lateral recess decompression and extensive foraminotomies. Microdissection. Removal of interbody cage spacer l5-s1. Exploration of fusion. Per op notes, while inspecting the interbody cage and effusion. There appeared to be some good posterolateral bony growth on the left side present. However, the interbody cage itself was extremely loose. Patient tolerated the procedure well with no complications reported. On (B)(6) 2009: patient underwent left carpal tunnel release procedure due to pre-op diagnosis as left carpal tunnel syndrome. Patient tolerated the procedure well with no complications reported. On (B)(6) 2010: patient underwent MRI cervical spine without and with IV gandolium due to history of neck and arm pain. Conclusion: interbody fusion with anterior plating at c5-6 is new having a satisfactory appearance. Central canal has been adequately decompressed. Central to right-sided disc protrusion at c6-7 effacing the right ventral margin of the spinal cord is stable. Correlation for possible right c7 root symptoms is suggested. Foraminal narrowing most advanced on the right at c5-6 and c6-7 is stable. On (B)(6) 2011: patient underwent MRI of lumbar spine without contrast due to low back pain with pain into left leg. History of l5-s1 fusion. Impression: l5-s1: postoperative changes pedicle screw fixation, l5-s1, with residual disc bulge with a small amount of inferior extension. Disc bulging encroaches on the s1 nerve roots, left greater than right. Recommend correlation for left s1 nerve root symptoms. Soft tissue fills the left neural foramen which appears mainly to be due to enhancing granulation tissue. Mild foraminal narrowing, right l5-s1. Mild lumbar curve convex to the left. L4-l5: mild disc bulging eccentric to the left with slight effacement of the left subarticular recess. Minimal encroachment on the traversing left l5 nerve root. Neural foramina are patent. Moderate facet arthropathy. On (B)(6) 2012: patient underwent MRI of cervical spine due to history of neck pain x 6 months and cervical fusion. Impression: no significant change. Satisfactory appearance of interbody fusion with anterior plating at c5-6. Shallow right central disc protrusion at c6-7 with moderate right and mild left foraminal narrowing. Mild to moderate right c5-6 foraminal narrowing is stable. Small right central disc protrusion at t2-3 is better imaged on the current study but is likely unchanged without evidence for impingement. On (B)(6) 2012: patient underwent MRI of spin with and without contrast due to left lower extremity numbness. Impression: l5 and s1 transpedicular screws with interconnecting rods are new. Left l5-s1 laminectomy and foraminotomy has been re-explored. Laminectomy has been extended to the right. Enhancing epidural and perineural granulation tissue present. Right s1 root is decompressed. Residual disc bulge and spurring at l5-s1. Disc protrusion l4-5 has involuted with residual degenerative disc disease. Mild degenerative disc disease at l3-4 stable without impingement. Schmorl's nodes at t10-11 and t11-12 are stable. On (B)(6) 2013: patient underwent CT of abdomen and pelvis due to upper abdominal pain. Impression: cholecystectomy. Normal appendix, negative for ascites, free intraperitoneal air, or inflammatory process in the abdomen or pelvis. Renal cortical cyst on the left. Lumbosacral spinal fixation. Normal alignment. On (B)(6) 2013: patient underwent CT of lumbar spine due to low back pain. Impression: mild lumbar curve. Postoperative changes pedicle screw fixation with interconnecting rods l5-s1. Interbody fusion. Posterior lateral fusion. No evidence of hardware loosening. Postoperative changes l5-s1 laminectomy without evidence of recurrent disc extrusion. Spinal canal is patent. Osteophytic ridging just inferior to the disc space minimally encroaches on the right s1 nerve root. Mild residual foraminal narrowing.

Event description:
Procedure: posterior lumbar interbody fusion and posterolateral lumbar fusion it was reported that the patient underwent spine fusion surgery on the lumbar region at levels l5-s1. During the surgery, the patient was implanted with only select parts of rhbmp-2 and collagen sponge.the rhbmp-2 collagen sponge was applied from posterior and posterolateral approach. The rhbmp-2 collagen sponge was placed outside a cage (i.e. In the disc space and posterolateral gutters). Post-op, the patient complained of progressively worsening low back pain with radiculopathy in his lower extremities.

Manufacturer narrative:
(B)(6). (B)(4).